Manufacturer narrative:
Plant investigation: the bloodline was not returned for investigation. The rotor was returned with both of the rear sleeves (guide sheaves) loose and deformed. Both rear sleeves can be easily removed from the guide pin. There are no other discrepancies found with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeves did not dislodge from the pin during testing. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. There were no discrepancies with the front sleeves during testing.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white sleeve on one of the rotor pins was loose and fell off of the rotor pin post-treatment. The bmt stated the rotor appeared to have cut through the blood tubing and the staff noticed the blood leaking from the tubing during treatment. The bmt could not confirm if there were any alarms occurring on the device as a result of this issue. No adverse reactions with the patient; patient was able to complete treatment on another device. No reported blood loss was noted. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor of the machine cut open the blood pump tubing and caused a blood leak to occur. The machine was removed from service pending receipt and replacement of the blood pump rotor. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had an estimated 10,000 hours of usage. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white sleeve on one of the rotor pins was loose and fell off of the rotor pin post-treatment. The bmt stated the rotor appeared to have cut through the blood tubing and the staff noticed the blood leaking from the tubing during treatment. The bmt could not confirm if there were any alarms occurring on the device as a result of this issue. No adverse reactions with the patient; patient was able to complete treatment on another device. No reported blood loss was noted. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor of the machine cut open the blood pump tubing and caused a blood leak to occur. The machine was removed from service pending receipt and replacement of the blood pump rotor. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had an estimated 10,000 hours of usage. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white sleeve on one of the rotor pins was loose and fell off of the rotor pin post-treatment. The bmt stated the rotor appeared to have cut through the blood tubing and the staff noticed the blood leaking from the tubing during treatment. The bmt could not confirm if there were any alarms occurring on the device as a result of this issue. No adverse reactions with the patient; patient was able to complete treatment on another device. No reported blood loss was noted. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor of the machine cut open the blood pump tubing and caused a blood leak to occur. The machine was removed from service pending receipt and replacement of the blood pump rotor. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had an estimated 10,000 hours of usage. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction provided in h6.